Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the investigation analysis, the sensor was inserted on (B)(6) 2022. The event was reported on (B)(6) two days after insertion. Per the analysis of the sensor diagnostic data, the sensor was in the process of the settling after insertion, when the event was reported (refer to the attached screenshot). Following the event, the sensor continued to adjust after insertion and eventually the sensor settled and the system displayed better agreement between the sensor readings and fingerstick measurements. Please refer to the attached screenshots. No further investigation was possible for this complaint. Per case notes, user was not symptomatic, did not require any medical attention or self treatment. User was advised to let hcp know of these kind of events. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213.